Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell seven of seven of peritoneal dialysis (pd) therapy. During troubleshooting, it was observed that there was a leak from an unspecified location. Rental therapy services (rts) assisted the patient with clearing the alarm and ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: concomitant product : extraneal and homechoice claria (previously submitted as ni). Additional information was added to g1: device manufacturer postal code, h6 and h10. Additional information for g1: device manufacturer postal code - 738750. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.